Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. This report is 1 of 5 allegations of cgm accuracy that had similar event details. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On 07/13/2025, it was reported that the patient stated that they lost consciousness due to inaccurate readings 5 times in (B)(6) 2025, but no specific cgm nor blood glucose reading was reported for this event. This report is 1 of 5 allegations of cgm accuracy that had similar event details. During these events the patient was provided with an instant glucose pack by either his kids or wife. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.